Manufacturer narrative:
(B) (4). Conclusion: no product was returned for evaluation. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that initial surgery took place on (B) (6) 2007 from l2 to s1. Surgeon reported pedicle fracture at l5, right side, which prevented the surgeon from inserting a screw at this location. Either a 6.4x45mm or 6.4x50mm screw was initially inserted at l5 right side without fluoro. The screw was not positioned correctly. The screw was removed for repositioning. As the screw was re-inserted, the pedicle fractured. As a result no screw inserted at l5. Inserted spacer between l4 and s1 screws.